Event description:
As reported, the facility received 10 powerflex pro balloons (multiple sizes) that were contaminated with dirt particles either in box and or packaging. For fear of contaminating sterile field, two of these balloons that were going to be used did not get opened because procedural person noticed the dirt prior to opening. Upon further inspection of remaining balloons, they discovered that an additional 8 balloons were similarly contaminated. There was no reported injury to the patient. It is unknown if the dirt particles were within the sealed portion of the packages. The facility does not have a receiving bay. The devices were stored for approximately one month prior to use. There were no damages noted to the shipping boxes. There was no damage noted to the actual device packaging. The devices will be returned for evaluation.

Manufacturer narrative:
This report is related to report # 3007635982-2023- 00275, 3007635982-2023-00276, 3007635982-2023-00277. A review of the manufacturing documentation associated with lot 82280825 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This report is related to report # 3007635982-2023-00275, 3007635982-2023,00276, 3007635982-2023-00277. The facility received 10 powerflex pro balloons (multiple sizes) that were contaminated with dirt particles either in box and or packaging. For fear of contaminating sterile field, two of these balloons that were going to be used did not get opened because procedural person noticed the dirt prior to opening. Upon further inspection of remaining balloons, they discovered that an additional 8 balloons were similarly contaminated. There was no reported injury to the patient. It is unknown if the dirt particles were within the sealed portion of the packages. The facility does not have a receiving bay. The devices were stored for approximately one month prior to use. There were no damages noted to the shipping boxes. There was no damage noted to the actual device packaging. A non-sterile powerflexpro 5mm x 4cm 80cm bc was received inside the corresponding packaging box. The box was not sealed and denoted evidence of being previously open outside of the cordis controls. No evidence of damage or contamination could be found in this evaluation. A product history record (phr) review of lot 82253626 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box contaminated¿ was not confirmed through analysis of the returned devices as the boxes received did not show any evidence related to the reported contamination. The exact cause of the event could not be determined during analysis. Based on the information available for review, shipping or handling factors may have contributed to the event. According to the safety information in the instructions for use, ¿do not use if package is damaged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the facility received 10 powerflex pro balloons (multiple sizes) that were contaminated with dirt particles either in box and or packaging. For fear of contaminating sterile field, two of these balloons that were going to be used did not get opened because procedural person noticed the dirt prior to opening. Upon further inspection of remaining balloons, they discovered that an additional 8 balloons were similarly contaminated. There was no reported injury to the patient. It is unknown if the dirt particles were within the sealed portion of the packages. The facility does not have a receiving bay. The devices were stored for approximately one month prior to use. There were no damages noted to the shipping boxes. There was no damage noted to the actual device packaging. The devices will be returned for evaluation.

Event description:
As reported, the facility received 10 powerflex pro balloons (multiple sizes) that were contaminated with dirt particles either in box and or packaging. For fear of contaminating sterile field, two of these balloons that were going to be used did not get opened because procedural person noticed the dirt prior to opening. Upon further inspection of remaining balloons, they discovered that an additional 8 balloons were similarly contaminated. There was no reported injury to the patient. It is unknown if the dirt particles were within the sealed portion of the packages. The facility does not have a receiving bay. The devices were stored for approximately one month prior to use. There were no damages noted to the shipping boxes. There was no damage noted to the actual device packaging. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.